Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading high. No bg meter comparison was done at this time. The patient self-treated with insulin. At an unspecified time later, the patient began to feel sweaty. The patient called 911. Emergency medical service arrived and tested the patient¿s bg meter reading, which was 28 mg/dl while the cgm was showing 300 mg/dl. The patient was treated with IV dextrose and juice, and then transported to the emergency room (ER). The patient was in the ER for a ¿couple of hours¿ before being discharged. The patient was in good condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.